Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes air bubbles in gel were discovered. The following information was provided by the initial reporter: it was reported that there are bubbles in the gel of the tube.